Manufacturer narrative:
The following fields have been updated with additional/correct information: h4, h6, h 11. A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from its manufacture date of 04oct2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The report that the station drawer failed was confirmed by the bd field service engineer and in agreement by the dchu investigation team. The field service engineer evaluated the station: replaced drawer controller board and connected rj45 cable that had come loose tested cubie drawer and all cubie pockets in hardware test application, all tested ok visual inspection of the received drawer controller board observed thermal damage on the part¿s component; and electrical measurement of the drawer controller board noted a component to be shorted. A shorted board component is one of the symptoms of the issue of a station drawer failing.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system had a failed drawer/not detected on bus. The customer reported that there was a delay in dispensing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer failed and station not communicating. A field service engineer replaced interface board and secured the cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failed and station not detected on bus. Customer reported that there was a delay in the dispensing medication to patient. There were no adverse events or injuries reported based on this event.